Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic minimally invasive oesophagectomy, at the start of the anastomosis, the device was difficult to toggle and load. The whole needle fell off the handle and lodged in the abdomen of the patient and could not be retrieved. The user pulled another handle and reloaded and continued after spending a time of not more than 30 minutes to retrieve the reload.